Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this evaluation. The tips show severe mechanical damage as well as spots that appear to be charred. Not knowing all the details regarding the conditions the tips were cleaned, sterilized, and used under it is very hard to say for certain what happened, but these tips appear to have undergone some process that caused a great deal of mechanical stress to the coating. The damage does not appear consistent with steady erosion caused by wiping, where we would expect the coating to come off in sort of an even & layered type fashion. This damage appears to be caused by a more acute sort of trauma that took the coating off in jagged chunks. The photo shows that it appears to have taken some of the plating off the tip as well. The other magnified photo shows what appears to be coating that has been heated to the point of charring and blistering. This is the most pronounced area, but all the tips have varying degrees of these ¿burned¿ features on their surface. We have pulled the job traveler from this lot as well as all of the coating record sheets and all records indicate that the times, temperatures, and activities performed comply with the standard operating procedures for processing. There is no way to tell at this point what definitively caused this problem, however all records and appearances suggest that this was not a failure of the coating process. We will continue to monitor for this or similar complaints for this product code. At the present time this complaint is considered closed.

Event description:
(B)(6) was using the isocools for a meningioma. The scrub nurse wiped the tips gently with saline soaked swab when she noticed the blue coating come away. The bipolar generator was set at 20 watts. The tips were replaced (same lot number) and used for a shorter period of time before the coating came away again. Both sets are being sent back for investigation. Product code 8135050s lot 479201. Surgery was not delayed by more that 30 mins. However, product was in the sterile field when coating defect was noticed.